Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they could not turn on the unit; the screen in the top left corner shows a solid red ¿x¿ with a periodic audio chirp. There was no adverse patient impact reported.